Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Reportedly, customer not sure how much insulin remained in the cartridge customers blood glucose read 308 mg/dl.